Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) ranged from not being impacted to 360 mg/dl. A correction bolus was delivered to address the high bg. The customer performed a system check using the current supplies and the occlusion appeared to possibly be related to the infusion set site; however, the customer stated that there was no redness or leaking and the cannula was not dislodged. The customer indicated that the past occlusions had been resolved by disconnecting from the infusion set site, filling the tubing and then reconnecting to the site. The contact elected not to change the site.